Event description:
The patient reports she received the stimulation unit on (B)(6) 2015, approximately 1 week post c level spinal fusion. She used the unit for several weeks and began experiencing pain in her neck and shoulders down her arms and to her thumbs. She had a pinched nerve prior to surgery and believes that may be what the pain is from but cannot say for sure. She has since received some "trigger point" pain injections at her pain management clinic. Patient has discontinued use of the device and still has pain.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.